Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through the submission of a revision usage sheet that the patient's right knee was revised. Noted on the usage sheet: "limited range of motion. No other information is available due to sealed electronic medical records." A 4x13 cr insert was revised to a 4x11 cr insert. Sales branch provided primary and revision usage sheets.